Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving low readings with the adc freestyle libre sensor in comparison to readings obtained on a competitor brand meter. Customer further reported experiencing unspecified symptoms of hyperglycemia, dizziness, and loss of consciousness. Customer was admitted into the hospital where they were diagnosed with hyperglycemia and treated with insulin (dose/type unknown) in addition to receiving a pacemaker. While hospitalized, customer received sensor scan readings of 279 mg/dl, 271 mg/dl, and 85 mg/dl in comparison to readings of 336 mg/dl, 342 mg/dl, and 168 mg/dl obtained on an hcp device. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A customer reported receiving low readings with the adc freestyle libre sensor in comparison to readings obtained on a competitor brand meter. Customer further reported experiencing unspecified symptoms of hyperglycemia, dizziness, and loss of consciousness. Customer was admitted into the hospital where they were diagnosed with hyperglycemia and treated with insulin (dose/type unknown) in addition to receiving a pacemaker. While hospitalized, customer received sensor scan readings of 279 mg/dl, 271 mg/dl, and 85 mg/dl in comparison to readings of 336 mg/dl, 342 mg/dl, and 168 mg/dl obtained on an hcp device. There was no report of death or permanent injury associated with this event.